Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
It was reported to philips that the v60 navigation ring is not moving. The device was not in use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4:07jan2021. B4:18jan2021. This issue was found during testing. The philips field service engineer (fse) confirmed that the bezel assembly required replacement. The fse replaced the front bezel assembly to resolve the issue. The device fully meets specification and was returned to use. The root cause of the reported failure for the navigation ring is liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.